Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of the incident was 43 mg/dl. Customer was treated with food. Customer stated insulin pump had no delivery alarm and insulin was exited. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap appears normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.